Manufacturer narrative:
A product number was not provided, and no sample or lot number was available for investigation, therefore we are unable to determine the root cause. If further information is provided at a later date, the complaint will be reopened. We will continue to monitor trends and utilize the information as part of continuous.

Event description:
Plaintiff alleges that he underwent surgeries in 2017 at (B)(6), to have the jp drain installed and then later removed. During the removal surgery, the drain broke, requiring additional surgery to remove it. Plaintiff alleges he suffered unspecified ¿severe, permanent and painful injuries¿ as a result of the drain breakage. In 2019, plaintiff sued the doctor who implanted and removed the drain for medical malpractice. Plaintiff now alleges that ¿the doctors blamed the manufacturer,¿ and has filed an amended complaint naming cardinal health, inc. And cardinal health 200, llc as product liability defendants. The amended complaint asserts claims for negligence, strict product liability, and breach of warranty.